Event description:
Customer reported sensor issues. Customer hospitalized for a non-diabetes related issue. Customer received a 46 mg/dl reading. The blood glucose was checked and the correct reading was 106 to 109 mg/dl. Customer declined to troubleshoot the sensor glucose and blood glucose. Customer has used eight sensors in the hospital. Customer has change them due to incorrect readings. Customer is taking blood thinners. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.